Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was claimed that device shown message "system volume too small" during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. In pre-use check during internal leakage test sequence a few tests are being conducted. E.g. One of them is checking if the leakage at 80 cmh2o is maximum 10 ml/min. Some of the message which can occur are "system volume too small" or "system volume too large" . Based on technician statement, the nozzle unit of air gas module was defective and replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. Defective part and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 811275.